Event description:
It was reported that when visually inspecting sets from this lot, two sets were found to have the proximal and distal segments reversed at the cassettes engagement. The sets were not used on pts.